Event description:
Reportedly, during placement of second cruroplasty stitch using the endo stitch device, thick scarring was noted and the suture separated from the endo stitch needle. Multiple attempts to identify the needle by interrogating the muscle with sharp and blunt dissection were unsuccessful. Examination of the cavity and abdominal x-ray did not identify the needle. The surgeon decided to forego further attempts to locate the needle given the size of the needle (estimated to be approximately 4-5 mm in length).